Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height auxiliary drawer 3.2 had repeatedly failed. The field service engineer (fse) tested the half-height drawer and confirmed that the cubies had not failed. The diagnostics application was used to remove all cubie pockets. The row tray connections were inspected, and everything appeared normal. All row tray connections were reseated without issues. The back panel was removed, and all controller board connections were reseated. The device was rebooted, and all lights lit up properly. The customer successfully tested the half-height drawer without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed main drawer 3.2 was failed, each time a pocket was accessed, the system checks for controlled substances. If the medication was a controlled substance, it prevents the nurse from pulling it. Additionally, if part of the dose was stored in another pocket, the system would allow that portion to be retrieved but would block access to the remaining dose, preventing the nurse from pulling the full amount. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.